Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The left renal artery was stented, and the aortic body stent graft was intentionally placed above the recommended landing zone, intentionally covering the left renal artery (snorkel) which is outside the indications for use. The final angiogram showed the presence of a type ia endoleak. The physician elected to explant the device on the same day. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported event of a type ia endoleak and the explant of the ovation stent was unable to be confirmed. The incorrect product for intended use was confirmed (oversized aortic body stent and intentional landing of stent proximally to accommodate a left renal snorkel). In addition, the off label infra renal aortic angle of 68 degrees likely contributed to the event. The incorrect product for intended use is most likely intentional user error. Procedure related harms for this complaint could not be determined. The final patient status was not reported. Device evaluation was performed on the returned explant. The condition of the device was damaged upon delivery to endologix. The proximal stent was cut away from the main body of the graft. This damage is typical of explant procedure. Device evaluation was able to confirm that the type ia endoleak was present due to the enfolding of the sealing rings suggesting that the device was oversized. In addition, there were non-endologix stents placed within the proximal iliac limbs. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. (B)(4).